Event description:
Upon opening the peds urology custom pack, unknown black specs were discovered on the table cover and light handle. The entire pack was immediately taken off the field. Lot# 1621342.